Manufacturer narrative:
(B)(4). Date sent: 9/14/2015. (B)(4). Additional information requested and received: what were the patients anatomical findings which caused the convert to open procedure? Converted to open to control bleeding (also, missing appropriate vascular clamp or would have stayed vats) was the staple retainer in place while loading the device? Not sure what was the staple form with 4th device? Surgeon said stapler fired midway through and stopped, was not complete fire over vessel were any unexpected noises heard? Where clips used during procedure? None reported, none reported how was the 4th device reversed? Was the reverse button used or the manual override? No evidence of manual override uses in any stapler what is the current patient status? Good condition additional observations: in 3 of devices, reloads were still in jaw. In all 3, sled looked to have been prematurely advanced. Noticeable gap between sled & knife the analysis found that one pse45a device was returned in good visual condition and with an ecr45w partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no partial fire was noted during functional testing.

Event description:
It was reported that during a bleb procedure which was converted to a lobectomy and eventually a pneumonectomy due to patient's anatomical findings, three pse45a devices and one pce45a device were used. Three of the devices locked out. It was unknown which three of the four devices were the ones which locked out. On each device, the surgeon turned the battery around, but this did not work. Ecr45d reloads were used in these devices as they were being used on lung tissue. The fourth device, also unknown which product code this was, was used to fire on the pulmonary vein. The device stopped half way when firing across the vessel and would no longer work. The surgeon reversed the device off the vessel, but it was not clear if the manual override was used to do so. An ecr45w reload was being used. Major bleeding occurred and there was also an issue with a clamp. The procedure was converted to open to address the bleeding with suture. It was unknown how much blood was lost. It was unknown if a transfusion was required. Patient is doing well now.

Manufacturer narrative:
(B)(4). Additional information requested and received: all that was confirmed was that the patient was extremely sick, and in bad shape even before the stapler was used. Were any issues noted when surgeon attempted to open device after firing on pv? Surgeon stated knife fired half-way, he returned it to its origin to open it. Were any other white cartridges used in procedure other than the one returned? An open stapler was used to staple the pv, believed to have been tlv30. Where in the jaws of the instrument did the surgeon place the vessel? Not sure. Were any staples present on vessel? If so, how far across vessel were they and what was the staple form like? (No answer). Not sure. Can the issue with clamp mentioned in event be clarified? Sterile vascular clamp was not available, further delaying the process to control bleeding what was the timeline of events? Was an autopsy performed? Patient expired approximately 4-5 weeks after surgery.

Manufacturer narrative:
(B)(4). Additional information received from sales rep.: the sales rep. States that he was informed that the patient expired, not sure on date but within past 3 weeks. Additional information was requested but unavailable: were any issues noted when surgeon attempted to open device after attempting to fire on pv? Were any other white cartridges used in procedure other than the one returned? Where in the jaws of the instrument did the surgeon place the vessel? Were any staples present on vessel? If so, how far across vessel were they and what was the staple form like? Can the issue with clamp mentioned in event be clarified? What was the timeline of events? Was an autopsy performed?